Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor, no delivery, self-test and motor tests. No unexpected external ram error alarm noted. The insulin pump was received with unexpected restart error alarm during unexpected restart test due to broken solder joint of on the interface board.

Event description:
The customer's mother reported via phone call that the pump had a unexpected restart alarm, and experiencing low blood glucose. The blood glucose at the time of the incident was 125 mg/dl. The customer states the pump alarms unexpected restart, then counts down and goes blank. She states her blood glucose is all over the place. The alarm history was reviewed and noted an external ram error. The customer states the unexpected restart keeps reoccurring. Troubleshooting was not able to resolve the issue. The customer did note the issues started after going over a full body scanner. The customer declined to troubleshoot for high or low blood glucose. The device will be returned for analysis.